Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. It was further reported that the end user lubricated per the instructions, but he removed the blue sheath or no touch strip. The packaging is not available to obtain the lot or reference number. Based on the end user's description; the product is a straight tipped hydrophilic gentle cath 14 french. A non hydrophilic catheter was used and this allowed the urine to drain. It was reported that the samples were received from 180 medical. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. A return sample for evaluation is not expected.

Manufacturer narrative:
Add'l info was received via email on october 24, 2014 confirming that the icc product code 508996. No add'l pt/event details have been provided to date. Should add'l info become available, a f/u report will be submitted. A return sample for eval is not expected. Reported to FDA on november 5, 2014.

Manufacturer narrative:
After further review, it was determined the initial MDR submitted to the FDA on september 18, 2014 and the supplemental which was submitted on november 5, 2014- MFR #3005778470-2014-00061 was reported in error. Reported to the FDA on july 02, 2015.

Event description:
It was reported that the end user received a sample of the new male 14 french hydrophillic catheter and that he inserted the catheter to the point that he normally does, but no urine would drain.